Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported that the pediatric patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient was feeling sleepy. The cgm was reading 300 mg/dl and the blood glucose reading was 583 mg/dl. The parents called 911 and when the paramedics arrived, they treated the patient with 1.5 units of insulin. After the treatment, the patient was feeling better, and the patient was not taken to the hospital. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.